Event description:
The patient reported that for the last 2 weeks she had a few infusion set tubings break off at the luer connection. The patient stated that she did not notice the tear until her blood glucose elevated to 300 mg/dl. The patient had symptoms of cotton mouth and headaches. The patient stated that she would change her tubing and administer a bolus to bring her blood glucose down. The patient also reported that her sites have been getting infected, and she gets a lump under her skin and it burns when insulin is pushed through by her infusion device. The patient stated that the tubing tears and infected sites have only happened with one box of infusion sets. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient discarded the product; therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.